Manufacturer narrative:
Heeartsine's investigation confirmed the reported fault as upon receipt the device issued device service required prompts. The root cause of the reported fault was determined to be coin cell failure. No fault was found on the pcba that would have caused the coin cell to fail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device was powering on and off automatically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.

Event description:
The customer contacted heartsine to report that their device was powering on and off automatically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.